Event description:
The manufacturer received information alleging a ventilator alarming for fio2 sensor. There was no harm or injury reported the ventilator was returned to the manufacturer for evaluation and the customer is taking responsibility to correct/repair the device. The device¿s fio2 sensor needs to be replaced to address the issue.